Event description:
The parent reported that the patient sought emergency medical attention in mid-february 2026 for prolonged hypoglycemia following an alleged controller user error due to human error. The parent could not recall the exact date of the event; therefore, 14 february 2026 will be used as the occurrence date. The parent stated that the patient overrode the suggested bolus on the controller and intended to administer 0.9 units of insulin but accidentally administered 9.9 units. The parent reported that the lowest blood glucose level was 59 mg/dl. Hypoglycemia was treated at home with large amounts of fast-acting carbohydrates. The parent stated that the pod was removed prior to presentation to the emergency room (ER) as part of the family¿s usual response to low blood glucose. The parent reported that the patient presented to the ER for observation due to anxiety related to the event and remained overnight before being discharged the next morning. No formal diagnosis was reported, and no medical treatment was provided other than observation. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospital visit and hypoglycemia. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone14.7, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.